Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, the clip was fired but it was deployed in the tissue tract. Calipers and a scalpel were used to remove the clip from the patient tissue tract. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.